Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved in this event: pxt261218/05840441, pxc121000/05922509, pcx201400/05945093, pxa260300/05903425, pxa260300/05903424, pxl161407/05897854, pxc161000/7051805.

Event description:
On (B)(6) 2008, this patient underwent treatment for an abdominal aortic aneurysm and bilateral iliac artery aneurysms with seven gore excluder aaa endoprostheses. Coil embolization of the left hypogastric artery was also performed. On (B)(6) 2008, a cat scan identified a type ii endoleak, reportedly attributed to the left hypogastric artery that was not fully occluded during the initial procedure. On (B)(6) 2009, a follow-up ultrasound showed the patient still had a type ii endoleak, and the aneurysm had enlarged from 5.8 cm to 6.5 cm. On (B)(6) 2009, an arteriogram showed the patient had a type I endoleak originating from the left iliac artery and a type ii coming from a lumbar artery. On an unk date, follow-up imaging identified a distal type I endoleak and aneurysm enlargement associated with the aortic extender component implanted on the left side. It was also reported that the patient's right iliac artery aneurysm had enlarged. On (B)(6) 2009, an intervention was performed to treat the distal type I endoleak. An additional gore excluder aaa endoprosthesis was implanted on the patient's left side. Final angiography demonstrated resolution of the type I endoleak, and the patient tolerated the procedure. On (B)(6) 2010, an additional procedure was performed to treat the type I endoleak and bilateral iliac artery aneurysm enlargement. The physician removed the left hypogastric artery that had previously been coil embolized. As the patient's anatomy was reportedly diseased and aneurismal, the physician decided to explant all devices and repair the aorta and iliac arteries with surgical grafts (manufacturer unk). The patient tolerated the procedure.